Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative reseated the pins on the lemo connector, and tightened the plug on the interconnect cable. The system was tested and is operating as intended.

Event description:
The customer reported that the interconnect cable was broken on the 9400 system. No patient injury was reported.